Event description:
It was reported that bd conventional syringe piston pulled away from the plunger the following information was provided by the initial reporter: while pulling the plunger for loading the medicine stopper of 50ll platipack syringe got removed from plunger no harm reported. Quantity as informed 1.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2302014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly assembled onto the plunger rod, and the plunger moved without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10

Event description:
It was reported that bd conventional syringe piston pulled away from the plunger the following information was provided by the initial reporter: while pulling the plunger for loading the medicine stopper of 50ll platipack syringe got removed from plunger. 1.no harm reported. 2.quantity as informed 1.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.